Event description:
It was reported that the patient underwent a procedure for implant of artificial disc at c4-c5. At 85 months post-op, an imaging review noted bone growth within the disc space behind the implant that might limit extension, but there is still movement. No additional treatment was provided.

Manufacturer narrative:
(B)(4). Neither device nor applicable imaging studies were returned to the manufacturer.